Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device pdk258 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) and suture was used. The suture broke when sewing the skin in c-section. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.